Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to power up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of power to machine but cant turn on. The fse determined the cause of the problem to be a faulty power control pcb. The fse replaced the pcb and verified system functionality. The pc contains circuitry which passes the ac voltage to power supplies and other components in the c-arm system. The pc also senses the ac voltage and prevents system operation if the voltage is outside of a more narrow range than that of the surge suppressor. If the voltage is outside the expected range, the pc sounds an alarm and prevents the system from powering up. This is not only to prevent damage to sensitive components, but also to help optimize the operational voltage for the circuitry. Based on the age of the system (last year manufactured, 2006) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.